Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/12/2021 additional information: h4 additional information: a gemba was performed in production line in order to identify any process step that could contribute to the reported defect and no non-conformances were identified. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, the reported defect by the customer could not be verified or related to manufacturing process. In addition to, there was no sample available for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2021. H3 evaluation: valve- during the sample evaluation the inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. During sample evaluation the perimeter of reservoir was visually inspected around tubes area and "cuts" due to trim tube process were not observed. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, however, the bag did inflate. It means that there is a potential damage on the film of the reservoir. Additional, visual inspection was performed, a cut was detected in the front of the bag in the bottom side of the bag. Therefore, the defect on reported event ¿the reservoir did not swell, so drainage could not be done¿ is observed. However as per sample review, the section of the reservoir bag that has a cut is the lower right area on the front of the bag that is not near the ports cut area which is the only potential cause of the cuts. In addition, vacuum and leak test is performed 100% at every single part to detect any leak or failure related to reservoir seal. Based on the present analysis, it is determined that the reported complaint is confirmed but not related to manufacturing process. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Then ju0254. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? How was the case completed? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During or after use the reservoir did not swell, so drainage could not be done. Further details are not provided. There were no adverse consequences to the patient.